Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional/corrected information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02464. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient has undergone three (3) revisions due to the implants disassociating. The latest revision was approximately two (2) months after the second revision was performed.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-00749. 0001822565-2022-00751. Concomitant medical products: item#: (B)(4), 9mm humeral stem spacer; lot#: 65243283. Item#: (B)(4), glenosphere eccentric 40 mm diameter +5 mm lateral offset; lot#: 64760558. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision of a left shoulder arthroplasty twenty (20) days after his initial surgery due to the implants disassociating and dislocating. The cause of the malfunction is unknown.